Event description:
It was reported that two weeks prior to surgery the patient presented to the hospital with his inflatable penile prosthesis (ipp) device not working properly. Inspection of the device confirmed there was a tear in the left cylinder resulting in fluid loss from the cylinder. The ipp cylinders were explanted and new cylinders were implanted. Following the surgery the patient's condition improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: visual inspection and functional testing of the ams 700 ipp cylinders confirmed the reported events of a cylinder tear, fluid loss and device malfunction. One of the cylinders had a leak due to fatigue in the outer tube in proximal cylinder body. Both cylinders had broken fabric threads and exhibited bulging when inflated in proximal cylinder body. Product analysis concluded fluid loss as the most probable cause of the event, as the identified cylinder leak and bulges could lead to the reported events. An investigation conclusion code of cause traced to component failure was chosen, as product analysis identified fluid loss relating to the reported events. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 700 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that two weeks prior to surgery the patient presented to the hospital with his inflatable penile prosthesis (ipp) device not working properly. Inspection of the device confirmed there was a tear in the left cylinder resulting in fluid loss from the cylinder. The ipp cylinders were explanted and new cylinders were implanted. Following the surgery the patient's condition improved.